Manufacturer narrative:
Product complaint # :(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil, a winding former, a detached needle, and a suture were received for analysis. The product code is sxpp1a301. During the visual inspection of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and remnant suture inside was observed. In addition, the suture was inspected, and the end was noted to be cut. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when was the suture detached from the needle (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. =>unk, but it was not post-op. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: 2873 1444 1209 - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6).

Event description:
It was reported that a patient underwent a artificial head surgery on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by a sales rep that, during an unknown artificial head surgery, the suture was detached from the needle. The product was used on the fascia. There was no problem to the patient. It was not a control release needle. This event was found before use. Another package of the product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.